Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a leak at reservoir o ring. The leakage through the o-ring confirms that the programmed insulin did not deliver sufficient amount of insulin which then contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported his blood glucose reached 420 mg/dl after wearing the pod for 8 hours.